Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported via stelobot that a skin reaction occurred. The biosensor was inserted into the back of the upper arm on (B)(6) 2025. Prior to insertion, the area was cleansed with alcohol. On (B)(6) 2025, a biosensor issue occurred and the biosensor was removed. Three days later the area was red and irritated. There was a ¿knot¿ the size of a marble which was hard and swollen. The customer did not know what caused the infection at the puncture site, or if there was a retained sensor wire. The customer consulted a medical doctor on (B)(6) 2025 via a video consultation. The md considered it a skin infection at the puncture site and prescribed an unspecified oral antibiotic. At the time of the follow up contact with the customer on (B)(6) 2025, the consumer had not picked up the prescription, and did not know the name of the medication. On 02/20/2025 additional contact was made with the customer to check status and determine if he filled and took the oral antibiotic. The md ordered cephalexin 500 mg tab 3 times per day for 7 days, and the customer had filled the prescription. At the time of the follow up contact the patient had two days of oral antibiotic pills remaining. The insertion area was close to his armpit. Although the "knot" at the puncture site remained, the area had decreased from the size of a marble to the size of a pea. There was visible improvement with decreased redness in the area and the site was in healing stages. The customer stated he was in good condition. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional customer or event information is available.